Event description:
Pt reported that device's piston rod is rattling and the cogwheel is moving in the wrong direction. Pt has also experienced high blood glucose, and they feel that piston rod problem caused the high blood glucose. No error messages were generated by the device. Pt self-treated high blood glucose by bolusing insulin.